Manufacturer narrative:
Other applicable components are: product ID: ct900a, serial# unknown, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome after bone fracture. It was reported that the physician suspected that the communication status had some issue. While stimulation settings were programmed, an error was displayed. The clinician programmer suddenly shut down. "End workflow" was not pressed reportedly. A sound triggered when connection between communicator and the ins disconnected was but "end workflow" button was not pressed. Settings for daily use were saved, but all the data except patient information was deleted. The output of adaptivestim and the output that the programmer indicated were different; the value that the programmer indicated was different from one that was set up in. When adaptivestim was turned on or the patient was in upright position, the value set up in the programmer did not change. The device settings were unknown. There was ¿no any issue with operation was noted at outpatient.¿ troubleshooting was performed, the programmer was rebooted. The action taken to resolve the event was the programmer was reprogrammed. The issue was not resolved at the time of the report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4): product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that no further actions were taken. The cause of the event was unknown. There were no patient symptoms. The devices were still in use. The event resolved.